Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for rsd/causalgia-complex regional pain syndrome reported that since their programming was changed to ultrahigh frequency ¿which was great,¿ it depleted the battery every two or three days instead of a few weeks. Additional information was received from the patient at a later date. It was reported that nothing was done to resolve the stimulator depleting faster/needing to charge more frequently. The faster cycle of having to charge more often was due to a program change to a higher frequency which had been found to work much better in the long term, so as a tradeoff the patient¿s unit went from lasting almost two weeks before having to recharge to at maximum three and a half days. It was noted that perhaps there will be a change by the time the patient¿s internal battery needed replacing to make the battery last longer at present settings. Additional information was received from a consumer regarding the patient. It was reported that ever since he had ¿it,¿ that the health care provider had told him to call a manufacturer representative to do any tweaking he needed, and they would go in a room at the health care provider office to fix what was not doing right. The patient had an unrelated revision (previously captured in previous report). Following the surgery, he decided that it was not working as good as it did in the beginning. After they moved it, they tried going to this ¿ultrahigh¿ frequency and ¿it was awesome, you could do things you could not do before, then something happened, and you had to go back to the old one (programming) and it got boxed in.¿ prior, the patient had total control with his controller. He could go up and down, wide and narrow, but he could not change the leads or ports. The manufacturer representative was able to do that and go up and down with it. For some reason, high frequency was not working right, so she put it back to the way it was before (one of his old programs). That is where it is today. The patient as currently locked in, and wanted it to be opened back up so that he could get high frequency back. In the spring of 2017, it was confirmed via x-rays that the wires were where they were supposed to be, and nothing had come loose. The patient¿s therapy is not working as expected. There were no further complications reported. Additional information was received from the consumer regarding the patient. It was reported that since reprogramming to high frequency, if the patient let it deplete, it could take twice as long to charge- up to 10 hrs, and previously a charge would last 1.5 weeks. They noted they preferred the high frequency like a cat purring versus a thumping sensation. No further complications were reported.